Event description:
It was reported that "rod inserter shaft was missing rings."

Manufacturer narrative:
Visual inspection, complaint history review, risk assessment. Results - visual inspection upon return confirms the reported failures. Complaint history review - to date, the return rate for this instrument is approx 8.5% of instruments in the field. Risk assessment - two potential harms were identified: 1.1 anesthesia, infection and etc risks associated with surgery and potential for revision surgery (per medical opinion); 1.2 adverse reaction from metal requiring medical intervention.